Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. There are no indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without any failures or problems. The patient sensor calibration check passed. The load cell value and verification were within tolerance. The valve actuation test passed. The system air leak test passed. The simulated treatment was performed and completed without any failures or problems. An internal inspection found visual evidence of dried fluid under pump "a" and "b" mushroom head, on the front inside edge of the top cover above the pump assembly and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. Passed mushroom head check . The cycler performed as designed during testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a (B)(6)-old african american male peritoneal dialysis (pd) pt was admitted to the hospital for not performing pd treatments. The pt reportedly missed several of his dialysis treatment and had elevated potassium levels. The pt was hospitalized from (B)(6) 2015. As of (B)(6) 2015 the pt's hyperkalemia was improved and the pt resumed continuous cycling peritoneal dialysis (ccpd).

Manufacturer narrative:
Based on the 4 pages of medical records, this peritoneal dialysis patient was non-compliant and missed several days of peritoneal dialysis therapy. He was admitted to the hospital and found to be hypertensive, hyperkalemic and hyperglycemic. The patient reported having alarms issues with his cycler. He did not report using manual pd as an alternative and took several days to report to his treatment issues to his treatment facility. The serious adverse events of hypertension, hyperglycemia and hypertension are not related to the fresenius products or pd therapy and are likely related to the patient's non-compliance with pd therapy. A supplemental report will be submitted upon the plant's investigation.

Event description:
This peritoneal dialysis (pd) patient missed a couple of days of pd therapy for unknown reasons. The medical records state the patient reported having several alarms. Bp on admission was 169/102 and his potassium blood level was 5.7 and he had mild hyperglycemia. He had a hemodialysis catheter place and had a few hemodialysis runs. He improved and was able to be discharged home.